Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of 708 mg/dl with ketones. The contact stated that the customer was sent to the emergency room (ER) by their healthcare provider due to back pain but not pump or supply related. The contact reported no alert or alarms were observed. The contact stated the customer had used cartridge until empty. The customer reported was discontinued from the pump and treated by manual injections to address bg level at the ER. During follow up with tandem technical services, the contact reported the customer was stable but unable to provider specific bg level value.